Manufacturer narrative:
One introducer, dilator and guidewire were returned for analysis. The introducer and dilator are not sjm products. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed a knot in the guidewire approx 0.3" proximal to the tip; the core wire appears to be broken away from the coil, with subsequent coil elongation exposing the core wire. Dimensional inspection of the guidewire revealed the outer diameter was within specification. Dimensional and functional inspection of the dilator revealed it would accommodate an 0.032" guidewire. Inspection of the knot revealed it is too large to pass through the returned dilator suggesting the knot was not pre-existing. It is unk how or when the knot appeared in the distal portion of the guidewire. The knot in the guidewire likely caused the advancement difficulties of the dilator as well as the withdrawal difficulties and subsequent breakage of the wire. (B)(4).

Event description:
It was reported that the physician accessed the right femoral vein and introduced a short wire and the accessed the right femoral vein a sec time, but the long wire (from the sl0) sheath would not advance. When the physician pulled the wire back, it began to unravel. The physician call another doctor to consult. The consulting physician attempted to pass a 5f dilator over the wire, but there was no enough support. Another physician was then called to consult and he was able to grasp the "ball" distal to the unraveled portion with a small mosquito hemostat and remove the wire from the pt intact. The procedure the aborted with no consequences to the pt. The introducer used was either lot number 2791724 or 2828016.